Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: o model number/catalog number: sc-8216-50. O serial number: (B)(6). O batch/lot number: 1107461. O model/catalog description: artisan lead 50 cm. O unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) and lead due to inadequate stimulation. The devices were discarded by the facility and will not be returned for analysis. Postoperatively, no issues were reported.